Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: a review of the pump black box data revealed a cs 064 alarm. The product performed within specifications and the original 064 alarm was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked above the bumper pad. A leak test was performed and failed indicating a battery compartment leak. It was also noted that there was moisture observed in the battery canister. When the pump was powered on, the display appeared to be dim and discolored. The ez prime steps were performed correctly with no cs 064 alarms. The pump cover was removed, and there was evidence of moisture corrosion on the motor flex. (B)(4).